Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Joint fluid retention [joint effusion]. Pain[pain]. Swelling of both knees [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a male pt (age not provided), initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous treatment with synvisc (from (B)(6) 2012; three injections; first course). On (B)(6) 2012, the pt initiated treatment with first injection of synvisc (hylan g-f 20) (second course) into a unspecified location, dosage regimen not provided. The lot number of synvisc was not provided. The same day, the pt went out for a walk and he moved too actively after the injection and developed joint fluid retention and pain. On (B)(6) 2012, he visited the hospital in the morning for swelling of both knees. He had arthrocentesis with amount of fluid aspirated 60 cc (each knee) and was prescribed with loxoprofen sodium hydrate and teprenone. The action taken with synvisc treatment was not provided. The event of joint fluid retention was not yet recovered. The outcome for the events of pain and swelling of both knees was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as definite. The reporter did not provide the relationship between synvisc and the events of pain and swelling of both knees. The qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.